Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he had high blood glucose of 202 mg/dl due to his insulin pump under delivered. Customer stated that his insulin pump was not delivering insulin. Customer stated that he did not change the reservoir for 3 days and all the insulin was there at the end of the third day and he had unexplained high blood glucose. Nothing further was reported.